Event description:
Boston scientific received information that this pacemaker exhibited oversensing in both right atrial (ra) and right ventricular (rv) channel which caused inappropriate atrial tachy response (atr). Atrial pacing inhibition for 3.5 seconds and ventricular pacing inhibition that lasted for 3 seconds were noted. The patient reported feeling dizzy. Extensive troubleshooting was performed but was unable to induce oversensing on both leads. Lead measurements were good though some low p-waves were observed. Technical services was consulted and discussed observations. Programming was performed and there have been no recent episodes of ventricular inhibition though there were new atr episodes showing atrial inhibition. Attempts to obtain additional information were unsuccessful. At this time, the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.